Event description:
It was reported that during a laparoscopic hernia repair, it was found that the tip of the sleeve was damaged. It seems to be melted by the heat. The surgeon commented that there is a possibility that the device might have touched to the electric knife. The device was used on the abdominal wall. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # x95l84. Additional information was requested and the following was obtained: "the surgeon commented that there is a possibility that har36 which is functioning touched the device." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was received with the tip of the sleeve damaged melted. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4: batch # x95l84. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a 2h12lp device with the tip of the sleeve damaged melted. Based on the (B)(6) review, the event described sleeve issue is confirmed. Please refer to the physical device analysis for further details. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.